Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 314 mg/dl. Customer was admitted to the hospital for elevated blood glucose. Customer treated intravenously with saline and insulin, and was released from the hospital a day later with the issue resolved and no permanent damage. Tandem technical support walked customer through the load process and customer successfully resumed insulin delivery.